Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was not reported. The patient was hospitalized for the peritonitis event. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.